Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received power error detected errors on pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the pump was damaged and need to replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power error alarm due to connector resistance issue. Pump received with cracked select button keypad overlay and peeling end cap address label.